Event description:
New information received states that the device was reprogrammed.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow up. Non-sustained oversensing episodes due to post-paced t-wave oversensing and myopotentials oversensing were observed. Reprogramming was recommended and will be made at next scheduled follow-up visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.